Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they kept receiving battery out limit alarm. The also reported that the emergency medical services came for low blood glucose. The customer's blood glucose was unknown at the time of incident. The customer stated that they were given glucagon shot, food and IV to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.